Manufacturer narrative:
The hill-rom technician replaced the foot end casters to resolve the issue.

Event description:
Information received indicated the foot end casters would not hold when the brake were set.